Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer , the capsule fell off in the patient's mouth when the delivery system was removed from the patient. The patient was not injured following the procedure.